Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Functional testing involved three accuracy tests and the device was found to be over delivering to manufacturing specifications. The cause was listed as unknown. The expulsor was trimmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
It was reported that smiths medical pump had an accuracy error of 6.7%. No adverse patient effects were reported.